Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case, for the second valve. Please reference related manufacturer report no: 2015691-2024-08976. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may led to paravalvular leak, migration, or embolization. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the physician believes the choice of the 23mm sapien 3 ultra valve was too small. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA is not required because an edwards defect which could have resulted in the complaint was not confirmed.

Event description:
As reported by field clinical specialist, during placement of the 23mm sapien 3 ultra (s3u) valve in the native mitral valve, the first valve was deployed but then began to migrate into the left atrium (la). A second 23mm s3u was then deployed. However, it also began to migrate into the la, then both valves embolized into the la. The third valve, 26mm sapien 3 ultra (s3u), was then deployed successfully. The embolized valves were stabilized against the septum with an asd closure device. The patient is doing well and recovering. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The initial reporter (e.g., physician, nursing staff) did not allege the ew device was deficient in any way. The physician and team believed 23mm s3u was too small, and therefore migrated. The implanter phoned another physician who suggested putting in an over expanded 26mm s3u. The initial valve deployment position for the first valve, prior to embolization was 60/40. Post deployment, it was 30/70, and continued to embolize which is why and when the team decided to implant a second valve. The second valve was also initially 60/40. Post deployment, prior to embolization, it was 20/80 and continued to embolize until both valves were in the atrium. The degree of tortuosity was mild, the degree of annular calcification was severed. The exact annular diameter is unknown but between 380-400mm.